Manufacturer narrative:
Updated the customer reported problem. The unit will not switch on ac power. The field service engineer (fse) replaced the power supply to address the reported issue. The customer was contacted regarding patient information, but did not response.

Event description:
The customer reported that the unit will not switch on ac power. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion. The customer was contacted regarding patient information, but did not response.

Event description:
The customer reported that the battery will not hold a charge. The customer reported that the unit was in use on patient, but there was no patient harm.